Event description:
It was reported that the patient presented with atrial pacing with coincident ventricular safety pacing. The patient had fallen, resulting in right atrial (ra) lead dislodgement. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.